Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the air filter during reconditioning. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The pst connected the epgs to a system one simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi. While connecting the air supply to the epgs, he heard air leaking and felt the leak coming from the bottom of the air filter. He found the valve of the air filter to be corroded and the valve stem to be bent. The valve stem was straightened to allow for testing. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00499.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the air inlet filter on the electronic patient gas system (epgs) was leaking air. There was no patient involvement.